Manufacturer narrative:
(B)(4). Retainer ring: black, customer reports: the housing is cracked, unit received with cracked and bleeding lcd glass. Unable to perform displacement test or verify s.w version. The p-cap / reservoir lock properly in-place. The following cosmetic damage was noted during visual inspection: cracked case on the back at the battery tube area, belt clip rail case corner, reservoir tube lip, keypad overlay at select button and broken off piece at the battery tube threads, minor scratched display window, case, keypad overlay and faded serial number label. In conclusion, customer allegation of cracked case was confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's housing was cracked. No harm requiring medical intervention was reported. The device will be returned for analysis.